Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Visual examination found external abrasions at 31cm and 37.5cm from the helix tip. Inside-out abrasions were noted from 29.1cm to 31cm and from 29.5cm to 29.8cm from the helix tip. The etfe coatings were not compromised. Electrical tests indicated normal characteristics for the returned portion.

Event description:
It was reported that the lead was explanted and replaced due to high capture thresholds and suspected exit block.